Event description:
The customer observed falsely depressed results on the architect c16000 analyzer. The following data was provided: (B)(6) initial chloride 90 mmol/l, repeat 170 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Further inspection found the glass bottom of the two cuvettes (ln 09d33-03) were cracked which allowed seepage of the water bath into the cuvette. The issue was resolved by replacing the damaged cuvettes. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).